Event description:
Medtronic received a report that after opening the echelon 10 microcatheter, a kink was observed at the tip end, and the guidewire c ould not pass through. The microcatheter was replaced with a medtronic product to complete the procedure. There was no patient involvement. The patient was undergoing balloon dilation and stent formation surgery for treatment. It was noted the patient's vessel tortuosity was severe. Femoral artery access vessel diameter was 4.8 mm. The reported device and any accessory devices were prepared, and the catheter was flushed, as indicated in the instructions for use (IFU). Additional information received. The cause of the catheter kink damage could not be determined. The damage was noticed upon opening the package, prior to any preparation of the device. There was no damage or evidence of tampering to the device packaging, and the packaging was not damaged upon delivery. No damage was observed to the outer box, carton, pouch, or any other packaging components.

Manufacturer narrative:
H3: product analysis: equipment used: vis m-81805, 203cm ruler m-83360, 0.0165¿ mandrel document used: dwgs145-5091-150 rev. Aw as found condition (condition of returned device): the echelon-10 microcatheter was returned for analysis within a shipping box, inside of an opened biohazard pouch, inside of a sealed plastic biohazard, and alongside a dispenser coil. Damage location details: no damage was found with the echelon-10 hub; however, solidified saline was found within the hub. The catheter body was found to be bent at ~52.2cm from the hub; in addition, found to be kinked at ~27.4cm from the distal end. The distal tip was found to be damaged, with the distal marker broken off and not returned. No other anomalies were observed. Testing/analysis (including sem reports): the echelon-10 total length was measured to be ~152.2cm, and the usable length was measured to be ~144.3cm, which is within specification. The echelon-10 microcatheter was flushed, and water was able to exit the distal tip without any issues. Next, an in-house 0.0165¿ mandrel was hydrated and advanced into the microcatheter hub and met resistance at the damaged location of ~52.1cm from the hub. The in-house mandrel failed to exit the distal tip. Conclusion: based on the device analysis and the reported information, the customer¿s report of ¿catheter resistance during delivery¿ was able to be confirmed, as resistance was able to be reproduced within the microcatheter. The report mentions ¿after opening the echelon 10 microcatheter, a kink was observed at the tip end, and the guidewire could not pass through.¿. A few possible causes for resistance are but not limited to patient vessel tortuosity, flush rate too low, and/or catheter damage or device damage; however, no possible cause was able to be determined. Based on the device analysis and the reported information, the customer¿s report of ¿catheter kink damage¿ was confirmed. A possible cause for the kink damaged is not limited to, patient vessel tortuosity; however, root cause was unable to be determined. Based on the device analysis and the reported information, the customer¿s report of ¿prod damage/deformed out of pkg¿ was unable to be confirmed as the device was prepared and possibly used after the damaged was noticed. The echelon-10 catheter was returned damaged with the catheter body bent(kinked) and the distal tip damaged (broken with the distal marker band separated and not returned). It was noted the patient's vessel tortuosity was severe, which could be a possible cause for resistance during advancement. No mention of a continuous flushing being administered during the procedure was noted. The reported device and any accessory devices were prepared, and the catheter was flushed, as indicated in the instructions for use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.